Event description:
It was reported that during the implant attempt, the atrial lead was unable to measure p-waves, and capture could not be obtained. The lead was not used. The physician was ultimately unable to reestablish venous acces, and as a result, was unable to place an atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4)